Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed out the cartridge twice and reportedly, the infusion set was changed. Blood glucose was 190 mg/dl.

Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system.

Event description:
Reportedly, customer was using flasp insulin in the cartridge. Tandem technical support informed customer that flasp was not labeled for use with the pump.